Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Event description:
The customer stated an increase in the rate of initial and repeat reactive prism hiv o results has been observed on a prism analyzer since implementing prism hiv o reagent lot 80889m100. The rate of initial and repeat reactive is greater than that of the customer's previous instrument (commander) and greater than the prism hiv o package insert values. The customer stated none of the repeat reactive prism hiv o samples confirmed positive (nat). There was no adverse impact to patient management reported.